Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, high temperature alarm conditions were found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issues.